Event description:
Hamilton medical ag received the following description: the device alarmed with panel connection lost. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the device evaluation. Hamilton medical ag received the log files of the device for analysis. The log files analysis revealed that a ¿panel connection lost¿ alarm was recorded on (B)(6) 2025. On (B)(6) 2025 ,11:57:28, power-on (B)(6) 2025 power 1, on (B)(6) 2025, 09:49:06 ,humidifier off special 547, on (B)(6) 2025, 09:49:06, power-off (B)(6) 2025 power 3, on (B)(6) 2025 ,10:16:42 ,panel connection lost alarms 4010, on (B)(6) 2025, 10:16:32, panel connection lost alarms 4010, on (B)(6) 2025, 09:26:39, calibration o2 sensor ok calibration 601, on (B)(6) 2025, 09:24:31 ,calibration leak test ok calibration 602. The panel connection lost alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). It is important to note that the event occurrence was with no patient involvement. The root cause was identified as a defective vup esm. The component was subsequently replaced, after which the device functioned as intended. The unit was put back in use.